Event description:
The reporter stated the surgeon implanted an 12.0mm icm1204 implantable collamer lens in pt's right eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting associated with elevated intraocular pressure, significant reduction of iridocorneal angles, pupil block and angle closure. No other lens was implanted.

Manufacturer narrative:
(B)(4).